Event description:
A patient underwent orif, open reduction with internal fixation, after fall. Guidewire broke in bone and left there by surgeon. Orif performed with 2 partially threaded cannulated cancellous 4.5 synthes screws and one k wire. A couple of k wires were put in as guide wires for the cannulated screw system. Surgeon started to drill the first one and it broke the k wire which prevented putting in a second k wire which prevented putting in a screw because it had not gone through all the way and the k wire was left in the bone.